Event description:
The manufacturer was informed on this event through the publication ''transcatheter aortic valve implantation in a failed percival sutureless valve, complicated by aortic annular rupture'' by kay et al. Based on the information reported on the paper, a patient presented with 3 months of progressive exertional dyspnea culminating in new york heart association (nyha) class IV symptoms. The patient had a surgical aortic valve replacement using a medium-size perceval s valve 36 months prior. Initial exam and investigations were consistent with congestive heart failure, including interstitial pulmonary edema on chest x-ray, and an elevated brain natriuretic peptide level at 697 pg/ml. The patient was hospitalized, and the tte revealed elevated pressure gradients across the aortic bioprosthesis, compared to previous measurements, with peak and mean gradients of 63 mm hg and 31 mm hg, respectively, mild aortic regurgitation, and normal left ventricular systolic function. The tee confirmed severe bioprosthetic valve stenosis, with peak and mean gradients of 79 mm hg and 49 mm hg, respectively, and an aortic valve area of 0.6 cm2. Given the patient's overall frailty, the heart team recommended valve-in-valve (viv) transcatheter aortic valve implantation (tavi). The CT scan revealed that the perceval valve frame was distorted and appeared to be infolded below the left coronary cusp. No thrombus, vegetations, or pannus were seen on the valve. The patient underwent tavi via a transfemoral approach and a size 23 mm, sapien 3 valve was implanted. The procedure was complicated by a brief episode of complete heart block poste valve deployment, which spontaneously resolved intraoperatively. The patient was transferred to the cardiac intensive care unit in stable condition. Post-tavi electrocardiogram revealed baseline atrial fibrillation and a new left bundle branch block. Tte on the same day showed a well-seated sapien valve, with normal gradients and no regurgitation. However, a significant compression of the right ventricular outflow tract from an extrinsic source was seen, which was not evident on previous imaging. An emergent gated CT angiogram of the chest revealed an aortic annular rupture inferior to the origin of the left coronary artery with extravasation of contrast and a large hematoma compressing the right ventricular outflow tract. Upon review of previous imaging, the rupture site appeared to correspond to the location of the previous infolded portion of the perceval valve. The cardiovascular surgery team was consulted, and given the extent of the operation, along with the patient¿s baseline frailty, the risks of operation were felt to be prohibitive. The patient was stable through the day, with sudden deterioration in the early morning, when they passed away. The authors suspect that an underlying aortic root pathology prevented initial full expansion of the perceval valve; this possibility is supported by higher-than-expected postoperative peak and mean gradients of 43 mm hg and 22 mm hg, respectively, as well as apparent perceval infolding, noted retrospectively, on intraoperative transesophageal echocardiography. The authors also speculate that the region of the annulus that resisted expansion with perceval deployment again resisted expansion with tavi, resulting in rupture.

Manufacturer narrative:
Tavi performed.

Manufacturer narrative:
Since the serial number of the device is unknown and the deice is not accessible for return, further investigation on the device cannot be performed. Based on the medical judgement available, (i.e. ''An underlying aortic root pathology prevented initial full expansion of the perceval valve; this possibility is supported by higher-than-expected postoperative peak and mean gradients of 43 mm hg and 22 mm hg, respectively, as well as apparent perceval infoldings noted retrospectively on intraoperative transesophageal echocardiography.''), the root cause of the reported event can be related to the underlying aortic root pathology of the patient. As such, the root cause of the reported event is related to patient condition. Based on the manufacturer's clinical research, device oversizing is the most probable root cause of stent folding events. However, since patient¿s annulus dimensions and sino-tubular junction before the implant of the valve was not provided, this cannot be ultimately confirmed for the reported event. Should further information be received in the future, the manufacturer will provide a follow up report.

Event description:
The manufacturer was informed on this event through the publication "transcatheter aortic valve implantation in a failed perceval sutureless valve, complicated by aortic annular rupture" by kay et al. Based on the information reported on the paper, a patient presented with 3 months of progressive exertional dyspnea culminating in new york heart association (nyha) class IV symptoms. The patient had a surgical aortic valve replacement using a medium-size perceval s valve 36 months prior. Initial exam and investigations were consistent with congestive heart failure, including interstitial pulmonary edema on chest x-ray, and an elevated brain natriuretic peptide level at 697 pg/ml. The patient was hospitalized, and the tte revealed elevated pressure gradients across the aortic bioprosthesis, compared to previous measurements, with peak and mean gradients of 63 mm hg and 31 mm hg, respectively, mild aortic regurgitation, and normal left ventricular systolic function. The tee confirmed severe bioprosthetic valve stenosis, with peak and mean gradients of 79 mm hg and 49 mm hg, respectively, and an aortic valve area of 0.6 cm2. Given the patient's overall frailty, the heart team recommended valve-in-valve (viv) transcatheter aortic valve implantation (tavi). The CT scan revealed that the perceval valve frame was distorted and appeared to be infolded below the left coronary cusp. No thrombus, vegetations, or pannus were seen on the valve. The patient underwent tavi via a transfemoral approach and a size 23 mm, sapien 3 valve was implanted. The procedure was complicated by a brief episode of complete heart block poste valve deployment, which spontaneously resolved intraoperatively. The patient was transferred to the cardiac intensive care unit in stable condition. Post-tavi electrocardiogram revealed baseline atrial fibrillation and a new left bundle branch block. Tte on the same day showed a well-seated sapien valve, with normal gradients and no regurgitation. However, a significant compression of the right ventricular outflow tract from an extrinsic source was seen, which was not evident on previous imaging. An emergent gated CT angiogram of the chest revealed an aortic annular rupture inferior to the origin of the left coronary artery with extravasation of contrast and a large hematoma compressing the right ventricular outflow tract. Upon review of previous imaging, the rupture site appeared to correspond to the location of the previous infolded portion of the perceval valve. The cardiovascular surgery team was consulted, and given the extent of the operation, along with the patient¿s baseline frailty, the risks of operation were felt to be prohibitive. The patient was stable through the day, with sudden deterioration in the early morning, when they passed away. The authors suspect that an underlying aortic root pathology prevented initial full expansion of the perceval valve; this possibility is supported by higher-than-expected postoperative peak and mean gradients of 43 mm hg and 22 mm hg, respectively, as well as apparent perceval infolding, noted retrospectively, on intraoperative transesophageal echocardiography. The authors also speculate that the region of the annulus that resisted expansion with perceval deployment again resisted expansion with tavi, resulting in rupture. Based on the additional information received, the valve was implanted on (B)(6) 2018 and re-intervention was performed on(B)(6) 2021. Reportedly, no autopsy was performed, no pre-operative CT before implanting perceval valve was carried out for dimension measurements and tee at time of surgery measured aortic annulus diameter of 20mm. No hypertrophic septum was present and there was no calcification at the time of implant. No unusual geometry in patient anatomy was noted. As reported, post procedure tee on (B)(6) 2022. Showed a peak pressure gradient of 12, mean pressure gradient of 6 mmhg, with no paravalvular leak. On (B)(6) 2022, tte (closest echo to discharge which was (B)(6) 2021) showed perceval valve v max of 3.27 m/s, mean gradient of 21.9 mmhg, max gradient of 42.9 mmhg, ava of 0.99 consistent with mild to moderate stenosis of the prosthesis with no perivalvular leak. Based on the information received, past medical history of the patient included atrial fibrillation, no known aortopathy or condition that would predispose the patient to aortopathy, but there was aortic valve apparatus calcium as commonly seen with aortic valve pathology.